Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to a bent cannula, as the patient did not have sufficient subcutaneous tissue. The blood glucose level was 280 mg/dl and was treated with a pen. The insertion site was the abdomen, and the infusion set had been in use for one day. No further information available.